Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury. Intuitive obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. The wire was exposed due to the damaged insulation. There was no loss of cautery associated with the damaged cable. There was no sign of thermal damage. There was no arcing observed. There was no fragment that fell inside the patient. Patient information is not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps was found to have a broken conductor wire at yaw pulley. The instrument failed t electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The instrument was found to have a broken grip cable at the distal end. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.